Manufacturer narrative:
(B)(4). Brief description of complaint: the blade was inert, not coagulating smoothly. Analysis conclusion: complaint not confirmed: the device handle was not returned only the adenoid tip attachment was returned for complaint investigation which impedes functional inspection for the weak coag issue. Additionally, it was found that the plastic housing is melted and > 33% of the wire square is exposed and the electrode wire has minimal support from the housing with deformation, which fails to meet the acceptable damage requirements. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: the plastic housing on the plasmablade device tip melted and > 33% of the wire square is exposed and the electrode wire has minimal support from the housing with deformation, which fails to meet the acceptable damage requirements. Failure found during analysis, therefore patient information is not applicable.